Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional infomration will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure of the cerebral artery, the orbit coil ((B)(4)) was delivered in the microcatheter (sl10, boston scientific), but it was stuck in the distal end of the microcatheter and could not be advanced or pulled back. The coil was removed with the microcatheter. The procedure was completed with other products without patient injury. The vessel was not calcified and not tortuous. A constant and dedicated flush was maintained at all times. After removal, other than the reported event, no other damages including kinked, bent, stretching, separation, or fracture were noticed on the delivery system, introducer or coil or microcatheter. The coil remained attached to the delivery system. No other information is available. A non-sterile trufill dcs was received coiled inside of a plastic bag; it was inside of a noncordis sl-10 microcatheter. The introducer was unzipped and presented no damages. Part of hypotube was out of the microcatheter and no damages were noted in this section. The rest of the hypotube, support coil and part of the embolic coil were inside of microcatheter; 2.4cm of the embolic coil was exposed at distal end. The microcatheter was inspected and flattened sections were found on it. No other anomalies were noted on either product. The od from the delivery tube was measured and was found within specification. The embolic coil was inspected under microscope and residues of blood were noted; no other damages were found. With attempt to remove the trufill dcs from the microcatheter, it was not possible; when it was pushed, it was stuck in the flattened section and when an attempt was made to withdraw the coil system from the microcatheter, the 2.4cm of the embolic coil remained in the microcatheter's tip indicating that the coil could be stretching. The microcatheter was cut near the flattened section and at this time part of the stretched coil could be observed. The proximal shaft of the trufill dcs orbit was removed without any difficulty but the embolic coil remained stuck due to the flattened section. Neither the gripper nor the support coil presented damages. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15182729 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The report of the orbit being impeded and getting stuck in the noncordis microcatheter was confirmed. The cause of the event, based on the analysis of the returned device was the flattened sections in the distal shaft of the microcatheter. The cause of the stretched condition noted in the emboli coil was the force used to pull back the coil while it was stuck in the flattened section. The cause of the flattened areas noted in the microcatheter could not be determined. Neither the analysis nor the DHR review indicates any trufill dcs orbit manufacturing issues related to the event. Procedural factors appear to be contributed to the reported event; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile trufill dcs was received coiled inside of a plastic bag; it was inside of a microcatheter sl-10 non-cordis product. Introducer was unzipped and presented no damages. Part of hypotube was out of the microcatheter and no damages were noted in this section; rest of the hypotube, support coil and part of the embolic coil were inside of microcatheter. 2.4cm of the embolic coil was exposed at distal end. Microcatheter was inspected and flattened sections were found on it. No other anomalies were noted in both products. The od from the delivery tube was measured and was found within specification. Embolic coil was inspected under microscope and residues of blood were noted; no other damages were found. Trufill dcs was tried to be removed from the microcatheter but it could not be possible, when it was pushed, it was stuck in the flattened section and when was tried to be retrieved, the 2.4cm of the embolic coil remained in the microcatheter's tip which indicates that the coil could be stretching. Microcatheter was cut near to the flattened section and at this time part of the stretched coil could be observed. Proximal shaft of the trufill dcs was removed without any difficulty but the embolic coil remains stuck due to the flattened section. Neither the gripper nor the support coil presented damages. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15182729 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Failure reported by the customer as 'the orbit coil ((B)(4)) was delivered in the microcatheter (sl10, boston scientific), but it was stuck in the distal end of the microcatheter and could not be advanced or pulled back' was confirmed. The cause of the failure was the flattened sections noted in the microcatheter distal shaft (non-cordis product). The cause of the stretched condition noted in the emboli coil was the force used to pull back the coil while it was stuck in the flattened section. The cause of the flats noted in the microcatheter could not be determined. Neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process. Procedural factors appear to be contributed to the failure experienced by the customer therefore no corrective actions will be taken at this time. Therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure of the cerebral artery, the orbit coil (B)(4) was delivered in the microcatheter (sl10, boston scientific), but it was stuck in the distal end of the microcatheter and could not be advanced or pulled back. The coil was removed with the microcatheter. The procedure was completed with other products without patient injury. The vessel was not calcified and not tortuous. A constant and dedicated flush was maintained at all times. After removal, other than the reported event, no other damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc) or microcatheter, and the coil was still attached to the delivery system. No other information was provided. The product was not yet available.